Manufacturer narrative:
Additional information in d6a. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled post-operatively. The bottom plate and core have ejected. It was also reported that the surgeon lateralized the prosthesis a little. There was no patient impact, however the surgeon plans a revision to do a cervical arthrodesis.

Event description:
It was reported that a mobi-c implant disassembled post-operatively. The bottom plate and core have ejected. It was also reported that the surgeon lateralized the prosthesis a little. There was no patient impact, however the surgeon performed a revision to do a cervical arthrodesis.

Manufacturer narrative:
Corrections in b5. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. However, the reporter stated the surgeon misaligned the implant laterally when initially placing it intra-operatively. The mobi-c p&f surgical technique guide 2831.4-emea-en-2025.05 provides instructions for both prosthesis insertion and position confirmation. It also provided the following notes: "reminder: the prosthesis must provide as much a/p coverage as possible and be centered on the vertebra antero-posterior and medial-lateral. Important: in case of bad positioning, it is mandatory to redistract the intervertebral space to pull-back the ¿prosthesis + jaws¿ assembly and the implant holder in the axis of insertion. The correct repositioning of the implant will have to be performed according to the corresponding positioning steps in this surgical technique." Root cause: a definitive root cause cannot be determined because of the lack of information that was provided. This event could possibly be attributed to the reported lateral placement of the implant by the surgeon. This event could also possibly be attributed to unknown patient or surgical factors. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled post-operatively. The bottom plate and core have ejected. It was also reported that the surgeon lateralized the prosthesis a little. There was no patient impact; however, the surgeon plans a revision to do a cervical arthrodesis.